Event description:
Information received indicates the bed has intermittent functions from the left and right caregiver siderail controls.

Manufacturer narrative:
The account found both siderail cable assemblies were pinched. The account replaced the cables to repair the bed.